Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise on the mornings of (B)(6) 2019 and (B)(6) 2019. Patient received two inappropriate shocks on (B)(6) 2019. Rv lead testing was within normal range before and after (B)(6) 2019 and (B)(6) 2019 events. Noise was not reproducible. Lead was capped on (B)(6) 2019. If additional information becomes available, this file will be updated.